Manufacturer narrative:
The device was returned for analysis. The reported ¿no bleedback was observed through the marker lumen¿ was confirmed during device analysis and fourier transform infrared spectrometer (ftir) testing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported obstruction of flow was concluded to be related to potential product quality issue due to adhesive observed inside the polyimide tubing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after a thoracic endovascular aortic repair interventional procedure using a 7f sheath. Reportedly, no bleedback was observed through the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.